Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Based on the information received, definitive root cause could not be determined. There was no report of patient injury. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information regarding an intra-aortic occlusion device that presented with occlusion difficulty during a case. There was a decrease in balloon pressure 20 minutes after occlusion. The surgeon added volume to the balloon to keep the pressure at around 380 and 400 mmhg. There was no balloon migration. The heart was fully arrested during the surgery and there was no blood in the sterile field. At the end of the procedure, loss of pressure was noted due to balloon rupture, and blood was noted in the operative field. There was no report of patient injury. The patient's aorta was 27 mm, no aortic regurgitation or calcium in the aorta was noted. During device preparation, there was no issues noted. This is the second time that this event happen in one week using the same lot number. The surgeon is aware that a small amount of balloon pressure is expected during surgery. In this case, the surgeon solved the issue by adding more volume then normal. The surgeon normally adds 1 or 2 cc to solve the issue. This is the second occurrence in one week with the same lot number.

Manufacturer narrative:
Device evaluated by manufacturer: product evaluation analysis identified the balloon of the device ruptured. The edges of rupture site matched up. The lumens of the device was tested for patency and no leaks or occlusions were found. There was no other visual damage, contamination, or other abnormalities found. Additional manufacturer narrative: the clinical observation of balloon rupture was confirmed. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. A manufacturing defect was not identified. Base on the information received, the rupture likely occurred due to over-inflation of the balloon due to a perceived loss of occlusion. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warning: ¿do not add volume to the balloon based on a gradual balloon pressure drop as bursting of the balloon can occur. A gradual balloon pressure drop is normal, due to material relaxation of the balloon, and does not indicate loss of occlusion in the aorta.¿ ¿a loss of occlusion (evident by blood in the surgical field and/or a rise in aortic root pressure) along with a significant loss of pressure within the balloon may indicate compromised balloon integrity. Completely deflate the balloon and remove the intraclude device carefully according to the withdrawal instructions to reduce the risk of patient injury.¿ the complaint trend was assessed and it was found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.